Event description:
Reporter indicated a vns pt was hospitalized with status epilepticus and had endotracheal tube placement. The vns was reported to be working properly. The pt was initially implanted with the vns on (B)(6) 2011. The pt did have a fall the week prior to the hospitalization. Attempts for further info are in progress.